Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse exchanged the foot pedal and the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported problem was not able to be confirmed using system logs, though there were various m-errors that appeared likely related to the reported instrument issues. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using a test system, and the unit energized and cauterized all ports /instruments. Upon visual inspection the erbe has scratches to the bezel alongside the bottom and there is a small scratch to the power button. The complaint was not confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined.

Event description:
It was reported after a da vinci-assisted, surgical procedure, the integrated electro surgical unit (iesu) pedal had stuck message. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: to resolve the issue the customer disabled the secondary iesu pedals so that the system could be used without error the following day.